Event description:
It was reported that the lead exhibited exit block and undersensing. During repositioning the lead was found to be missing tines. The lead was explanted and replaced.

Manufacturer narrative:
The reported exit block was most likely due to insufficient contact caused by missing tines. It is likely that an introducer or another device induced the failure and over time the damage to the tines propagated and finally fracture occurred.